Event description:
Additional information received reported that there were no cultures taken. The location of the infection was reportedly at the leads and device pocket. The patient outcome was reported as doing well, but still in pain. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a sepsis infection and antibiotic treatment was necessary. There were no patient symptoms related to this event but surgical intervention was required to explant the lead on (B)(6) 2013. Another surgical intervention was planned for a week later to have the implantable neurostimulator explanted. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), explanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).